Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that reservoir had air bubbles. Customer¿s blood glucose level was 150 mg/dl at the time of incident. Customer stated that the approximate size of air bubbles was soda pop and large air bubbles and the location of air bubbles was tubing and reservoir. Customer stated that they had the had problems about 3 weeks ago and even today they noticed the air bubbles. The reservoir will not be returned for analysis.